Event description:
It was reported that during a pulsed field ablation procedure, during pulmonary vein isolation (pvi) the catheter became deformed and inverted, resulting in difficulty with manipulation. The catheter was replaced to resolve the issue. Additionally, during sheath manipulation an abnormal sound was noted and deflection of the sheath became unresponsive, resulting in loss of operability, so replacement was performed. After replacement, treatment was conducted without issue and the case was successfully completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 10fcc13 ; product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.